Event description:
During surgery, it was found that the surgeon tightened the set screw of the mac however it could not be fixed securely. He tried to tighten a few times; however, it was the same result. Another mac was used without problem.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Result, and conclusion codes will be made available following engineering evaluation.